Event description:
It was reported that remote monitor would not complete the telemetry phase of the transmission. The patient was walked through telemetry troubleshooting with no success. The patient was called into the clinic and the clinician was able to interrogate the device without any problems. A new monitor is being ordered for the patient. No patient complications

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.